Event description:
Following implant, the pt's dose of dilaudid (5mg/ml) was started at .2404 mg/day, but the pt was still in a lot of pain, so the physician increased the dose to .5 mg/day. The pt's blood pressure then dropped and she became lethargic. The physician was planning to decrease the dose back to .24 mg/day; it was noted that the physician wanted to drop it to .2 mg/day, but the concentration would not allow a dose that low. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).